Manufacturer narrative:
Additional information: device manufactured between 02/09/2018 to 02/10/2018 two (2) actual sample received for evaluation. Unaided eye visual inspection of the bags was done under normal room conditions and no physical defect could be identified of the reported event. Upon functional testing, a leak was observed only at the spike port cap from the spike port of both samples and the reported event was confirmed. The cause was undetermined. A batch review was performed. There were deviations noted during manufacture of the product. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the main stem (port). The leaks were discovered during compounding. There was no patient involvement. No additional information is available.